Event description:
During an atrial fibrillation procedure, there was a fluid and air leak from the sheath. After preparing the sheath, the device was inserted into the patient to exchange over a non-abbott device (versacross transeptal wire), and air bubbles were noted after flushing the line and aspirating. A slow drip was also noted at the entrance site around the introducer. There was oozing at the base around the main hub, with air being pulled into the syringe. The sheath was exchanged, and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, it was reported that the proximal end of the introducer handle was not kept at or below the level of the insertion site/heart level, followed by inserting the device approximately 10cm and slowly aspirating 20-30ml from the introducer. The agilis 13f instructions for use states ¿avoid tilting the introducer handle upward during catheter or dilator insertion or withdrawal to avoid air ingress. Keep the handle at or below the level of the shaft. With the handle kept at or below the introducer shaft or heart level¿ and ¿immediately after every device insertion or removal, aspirate 20 to 30 ml until steady blood return is achieved to mitigate air ingress¿. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leaks are consistent with the failure to follow the instructions for use.